Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed right ventricular (rv) lead exhibited intermittent capture. No changes or interventions were reported. There were no patient consequences.